Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and occlusion test due to physical damage. The pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded v lith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
It was reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 18.2 mmol/l. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer's parent advised the power error detected alarm recurred during normal use and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.